Event description:
It was reported that this patient felt a shock while driving and admitted themselves to the hospital. A check of this subcutaneous implantable cardioverter defibrillator (s-ICD) confirmed one treated episode with one shock delivered. Further review of the episodes showed oversensing of cardiac signals leading to the delivery of the shock. The device was interrogation and provocation testing was done across different postures. When changing the position from sitting to standing, driving motions, and upper body movements reproduced similar morphology changes in the rhythm as the treated episode in the primary and alternate sensing vectors. Oversensing was also noted. It was noted that movements involving pectoral muscles produced noise in secondary sensing vector but were correctly labelled on the electrocardiogram and not oversensed. It was noted that the sicd was mobile in the pocket, and noise was also noted with pocket manipulation. After discussion with physician, sensing vector changed from primary to secondary sensing vector and follow up in one month. It was noted that should oversensing and inappropriate shocks persist a possible position of the system would take place. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the type of reportable event.

Event description:
It was reported that this patient felt a shock while driving and admitted themselves to the hospital. A check of this subcutaneous implantable cardioverter defibrillator (s-ICD) confirmed one treated episode with one shock delivered. Further review of the episodes showed oversensing of cardiac signals leading to the delivery of the shock. The device was interrogation and provocation testing was done across different postures. When changing the position from sitting to standing, driving motions, and upper body movements reproduced similar morphology changes in the rhythm as the treated episode in the primary and alternate sensing vectors. Oversensing was also noted. It was noted that movements involving pectoral muscles produced noise in secondary sensing vector but were correctly labelled on the electrocardiogram and not oversensed. It was noted that the sicd was mobile in the pocket, and noise was also noted with pocket manipulation. After discussion with physician, sensing vector changed from primary to secondary sensing vector and follow up in one month. It was noted that should oversensing and inappropriate shocks persist a possible position of the system would take place. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the type of reportable event.

Event description:
It was reported that this patient felt a shock while driving and admitted themselves to the hospital. A check of this subcutaneous implantable cardioverter defibrillator (s-ICD) confirmed one treated episode with one shock delivered. Further review of the episodes showed oversensing of cardiac signals leading to the delivery of the shock. The device was interrogation and provocation testing was done across different postures. When changing the position from sitting to standing, driving motions, and upper body movements reproduced similar morphology changes in the rhythm as the treated episode in the primary and alternate sensing vectors. Oversensing was also noted. It was noted that movements involving pectoral muscles produced noise in secondary sensing vector but were correctly labelled on the electrocardiogram and not oversensed. It was noted that the sicd was mobile in the pocket, and noise was also noted with pocket manipulation. After discussion with physician, sensing vector changed from primary to secondary sensing vector and follow up in one month. It was noted that should oversensing and inappropriate shocks persist a possible position of the system would take place. No adverse patient effects were reported. The device remains implanted.